Event description:
An incident occurred with a mayfield 1059 which involved a pt and a laceration. Additional info was requested and was received on (B)(4) 2012. The info was described as follows; the nature of the malfunction(s) is unk although the reporter feels that the clamp was applied incorrectly. The pts' position was not changed prior to the incident. A revision was not required. The event resulted in a laceration requiring medical intervention (ie wound closure), however further info relating to the treatment provided was not given. The pt recovered. Reusable adult skull pins (manufacturer unknown).

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.